Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ reported event is associated with the locking bar, which is packaged with pn: 141235, ln: j3320162. It is unknown if the tibial tray was also revised. Product location unknown.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2016. Subsequently, patient was revised on (B)(6) 2016 due to the locking bar backing out. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the locking bar was within specifications. A conclusive root cause could not be determined.